Event description:
Pt had a history of end stage renal disease requiring dialysis since 2000. Dialysis access was difficult to maintain. A lifesite access was implanted via the right subclavian vein. Access port became dislodged five days later and repaired 11 days later and again 13 days later. Two months later, pt had ecoli bacteremia and then vre bacteremia on the same month. Despite multiple treatments with IV antibiotics and brief periods where pt was uninfected. Ecoli bacteremia recurred on event date and pt expired ten days later.